Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping appears to be related to patient morphology/pathology. The reported tissue damage appears to be due to the grasping attempts performed, and therefore related to procedural conditions. The reported worsening mr was a secondary effect of the tissue damage. The reported patient effects of tissue damage and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report chordal rupture. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. It was noted that visualization was difficult due to the calcified annulus. Leaflet grasping was difficult due to the leaflet anatomy. After 2 grasps, the mr increased to 4+ and a flail was observed due to a chordal rupture. Approximately 6 more grasping attempts were made, but the leaflets could not be grasped. The procedure was discontinued with no clips implanted. The patient was confirmed to be stable post procedure, and no further treatment has been planned. No additional information was provided.